Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and pain. Healthcare professional confirmed rupture via CT scan and exchange from textured to smooth due to the patient concern with the product. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, black particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported right side rupture and pain. Healthcare professional confirmed rupture via CT scan and exchange from textured to smooth due to the patient concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported right side rupture and pain. Healthcare professional confirmed rupture via CT scan and exchange from textured to smooth due to the patient concern with the product. Device has been explanted.